Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient reported having 2 weeks of subjective weakness, lethargy, and an unsteady gait requiring assistance. Home health was required with critical blood count (cbc) and comprehensive metabolic panel (cmp) approaching critical value, and hemoglobin was 5.2 g/dl. The patient went to the emergency room and received 2 units of packed red blood cells (prbcs) and was later transferred on (B)(6) 2021. 3 additional units of packed red blood cells (prbcs) and an esophagogastroduodenoscopy (egd) was performed. An occult blood test was positive, an upper gastrointestinal (gi) endoscopy, enteroscopy, and video capsule endoscopy were negative. The patient was discharged home on (B)(6) 2021 and started on protonix. Hemoglobin was in the 7-8 g/dl range.